Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was observed to exhibit high out of range shock impedances. The health care professional (hcp) called technical services (ts) and requested a review of the stored lead daily measurement trend data. Upon review of the trend data, ts was confirmed a gradual increase in the shock impedances until they measured to be greater than 125 ohms. Ts suspected calcification as a possible cause and discussed other possible causes with the hcp and recommended for a commanded shock test to be performed for further lead integrity evaluation. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was observed to exhibit high out of range shock impedances. The health care professional (hcp) called technical services (ts) and requested a review of the stored lead daily measurement trend data. Upon review of the trend data, ts was confirmed a gradual increase in the shock impedances until they measured to be greater than 125 ohms. Ts suspected calcification as a possible cause and discussed other possible causes with the hcp and recommended for a commanded shock test to be performed for further lead integrity evaluation. At this time, the rv lead remains in service. No additional adverse patient effects were reported. Subsequent additional information was received that during a clinic visit, the rv lead shock impedances were observed to be gradually increasing and high out of range. The physician opted to perform a commanded shock test. The results of the commanded shock showed the impedances to be within normal limits. The physician will continue to monitor the lead. At this time, the rv lead remains in service. No additional adverse patient effects were reported.